Event description:
Patient reported that a comparison between pt's surestep meter and a health care professional meter was 262 mg/dl (ss) and 181 mg/dl (health care professional) respectively (45% difference). Pt stated that pt was thirsty at the time the comparison was done. There was no allegation of harm.